Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station went to a blue screen. No patient injury was reported.

Manufacturer narrative:
The company service representative cleared the fault logs, reset the system, and performed a power cycle. The system resumed normal operation. The fault logs did not contain any useful information as to the cause of the reported failure. The system was tested to factory specifications. It functioned normally and was returned to use.